Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they had inaccurate sensor readings that triggered the threshold suspend. Sensor glucose was reading 40, but blood glucose value was 201 mg/dl. The customer indicated that the sensor cannula was bent. The sensor was returned for analysis.